Manufacturer narrative:
Age, weight: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was explanted from the patient's left (os) eye in a secondary procedure due to having dysphotopsia. The incision was enlarged, but no harm or injury to the patient. The replacement lens is an eyekon s102, 14.5 diopters. No further information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 5/6/2021. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and haptic damage (bent) was observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.